Manufacturer narrative:
Additional information was added to h3, h4 and h6 h4: lot manufactured between april 13, 2020 to april 14, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed using tap water which revealed a leak at the spike port bonding area, between the spike port cap tube and spike port. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom part of the bag where the middle port was infused in the bag. This was identified during preparation. The bag contained fentanyl. There was no patient involvement. No additional information is available.